Manufacturer narrative:
The root cause of the reported complaint has been linked to insufficient design margin between variation in material properties of the cast base and the 40 nm (newton-metre) torque specification. Variation in material strength in the cast base in combination with the increased torque could lead to over-torqued threads that allow loss of caster stem pre-load and stem breakage.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that the therapist was rolling the engstrom into the ICU. The caster broke and the unit fell, hitting the therapist's leg. It was reported that the therapist incurred a minor bruise that resulted in a sore leg. No medical treatment was provided to the therapist. The therapist subsequently filed a worker's compensation claim, requesting patient assignments that required minimal walking.